Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had clotting/micro clots/fibrin clots. This event occurred 4 times. The following information was provided by the initial reporter: customer states that he notices the tube clotting when blood is filling into the tubes.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer for evaluation. 10 retention samples and 4 control samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the customer lot samples. Replicates of both customer lot (retains) and control samples tested for platelets were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had clotting/micro clots/fibrin clots. This event occurred 4 times. The following information was provided by the initial reporter: customer states that he notices the tube clotting when blood is filling into the tubes.